Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because although the freedom driver exhibited faulty fill volumes, it continued to perform its life sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4)

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver displayed faulty fill volumes while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported inaccurate fill volumes could not be confirmed or reproduced during investigation testing. The freedom driver fill volumes were not compared to the fill volumes of another freedom driver, as the freedom driver settings and patient conditions at the time of the customer experience were not reported. Visual inspection of the driver revealed no abnormalities, and the driver passed all functional testing. Additionally, extended observation testing showed that the driver fill volume and cardiac output requirements remained within specifications. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.